Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. The difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the tip of the guide wire became entrapped in the heavily calcified lesion, such that any attempt to retract the guide wire in this state would have caused resistance and the tip to stretch and ultimately separate. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex (cx) artery below the bifurcation with heavy calcification that was 90% stenosed. Resistance was not felt during advancement of the ht extras' port guide wire (gw) which was being used as a buddy wire and it crossed the lesion successfully. It was reported that during removal of the gw, resistance was felt due to the heavily calcified lesion and the gw tip separated. A snare device was use to retrieve the tip. It was confirmed that no broken pieces of the gw tip was left inside the anatomy. The procedure was completed successfully after a unknown stent was implanted. Although there was a delay in the procedure; however, it was not clinically significant. There were no adverse patient effects reported. No additional information was provided.